Event description:
Procedure type: gastrectomy. According to the report: while inserting the device, the surgeon felt resistance and pulled the tube. It smoothly passed through the esophagus, but the surgeon noticed the anvil had been detached around the pharynx and was confirmed endoscopically then removed with forceps. A new eeaorvil25 was opened to complete the procedure. No patient harm. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).